Event description:
The external pulse generator was returned due to having been dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Correction: product event summary: analysis was unable to confirm the customer comment that the device had been dropped, but did confirm that the upper and lower cases were broken and the liquid crystal display was out of specification (it was missing pixels). Analysis also found that the battery release and battery drawer were contaminated, that the ring, ring cover, both bails and both bail covers were missing, the keyboard was scratched and the liquid crystal display, main printed circuit board and battery flex were corroded. It was noted that due to extensive damage the generator was being returned to the customer unrepaired.

Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device had been dropped, but did confirm that the upper and lower cases were broken and the liquid crystal display was out of specification (it was missing pixels). Analysis also found that the battery release and battery drawer were contaminated, that the ring, ring cover, both bails and both bail covers were missing, the keyboard was scratched and the liquid crystal display, main printed circuit board and battery flex were corroded. It was noted that due to extensive damage the generator was being returned to the customer unrepaired. (B)(4).